Manufacturer narrative:
D10 ¿ product received on: 18apr2019. Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one cvc in a used condition. The blue #2 hub had a fabric bandage wrapped around it. The device attributes were measured and found to be within manufacturing specifications. The bandage and the attached microclave were removed and a crack was noted on the blue #2 hub running from the top of a hub wing to the luer lock. No other damage was noted on the device. The device had a cracked hub, but there was no evidence to suggest that it was not manufactured to current specifications. Additionally, a document based investigation evaluation was conducted. Cook has concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. The complainant did not provide the device lot number for investigation. Without further information the investigation was unable to identify the complaint device lot. Therefore, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. If the lot number becomes available, the device history record and complaint history will be evaluated. Cook also reviewed product labeling. The product IFU, [c_t_ulmbh_rev5] ¿uncoated and heparin-coated central venous catheters¿, provides the following information to the user related to the reported failure mode: how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of returned product and the results of the investigation, cook has concluded that the failure mode for the device complaint was cracked hub fitting. A definitive conclusion as how to the blue #2 hub cracked cannot be drawn. The hubs are 100% inspected and undergo a 100% dry leak test, which would reveal any cracks. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. Occupation: clinical product evaluation coordinator. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a unknown device (believed to be cvc tray) placed in an unknown patient for access at (B)(6) hospital. The user reported the ¿hub of the blue lumen was cracked¿. Additional information regarding the event and patient outcome has been requested but is currently unavailable. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.